Manufacturer narrative:
The investigation is still ongoing and the electrodes have been received at radiometer for investigation. The customer informed that they have again measured a too high na ((B)(6) 2024; 08:06 am) with 162 mmol/l. No comparison result was provided. The provided data logs showed that from 29th of august the sensitivity values of sodium and other electrolytes deviated from the previously stable level. Recorded voltage values are also high.

Manufacturer narrative:
The radiometer investigation has concluded that the root cause is linked to the device but is unable to trace it more specifically. Hence, the root cause remains unknown.

Event description:
According to the customer, the results of the sodium measurements from the abl800 flex analyzer in emergency (sn (B)(6)) were reported for 48 hours even though they were too high. The results were up to 20 mmol/l higher than results measured with siemens, atellica solution and abl800 flex on other hospital departments. In one case (21.07.2024; 16:59), 167 mmol/l was measured on the abl800 flex in emergency and 158 mmol/l in a comparison measurement in the laboratory. This could be repeated a little later with 166 mmol/l compared to 156 mmol/l. On monday morning, the reference membrane was changed, which led to decreased values of sodium and calcium and a successful calibration of these analytes. Due to the very high values of sodium the doctors realized the problem and executed a second measurement of the electrolytes on another abl800 flex or on the siemens atellica solution.

Manufacturer narrative:
The data logs were investigated and study found that the abl800 na+ results deviated from the comparison results in the range of 12-21%, and k+ in the range 9-17% and the abl800 ca2+ results were not reported due to calibration errors. This pattern indicates that the deviations were caused by a problem with the reference electrode potential, which was addressed by changing the reference membrane. The cause of the problem was probably located at the reference membrane or in the reference measuring chamber. The investigation recommends further investigation to determine if there were any intermittent measurement, calibration, or qc errors. Additionally, if any photos or other relevant data from the analyzer were retrieved during the visit, they should be provided for investigation.

Manufacturer narrative:
The results of the investigation performed indicate that the root causes stated below need to be present in combination: - the reference electrode (945-603) is contaminated on the surface due to a problem with leakage of inner solution from the reference membrane unit (942-058). This can cause unintended electrical contact of the electrode to the instrument chassis. - increased leakage current (but within the limits of leakage current detection) in the wet section. O met ii module (902-842): replacing the module decreased the leak current, but isolation test in analyzer production did not indicate failure on the module. O crea membrane (942-073): replacing the membranes can alter the magnitude of the leak current. -conductivity of the sample is lower than the calibration solutions, i.e. Bias is only experienced on blood samples (the higher cthb the larger bias was determined). Qc samples seem to be less affected, so unacceptable bias can occur without qc error.